Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) delivered appropriately an anti-tachycardia pacing (atp) during a ventricular tachycardia (vt) episode, nonetheless, the atp was not capture. Boston scientific technical services (ts) indicated that, the heart of the patient may not respond to that fast of pacing, electrolyte issues, medication or cardiac muscle changes, as possible causes. A single shock slowed the rhythm and subsequently spontaneously terminates. This ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the patient exhibited one premature ventricular contraction (pvc) that met ventricular detection and the device delivered atp, nonetheless, the ventricular sensing and pacing was calculated into the average and the atp rate was slow as a result. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) delivered appropriately an anti-tachycardia pacing (atp) during a ventricular tachycardia (vt) episode, nonetheless, the atp was not capture. Boston scientific technical services (ts) indicated that, the heart of the patient may not respond to that fast of pacing, electrolyte issues, medication or cardiac muscle changes, as possible causes. A single shock slowed the rhythm and subsequently spontaneously terminates. This ICD remains in service. No adverse patient effects were reported.